Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. On the same day as onset, the patient was hospitalized. The patient was treated intraperitoneally and orally with unknown antibiotics (doses, frequencies, and durations unknown). At the time of this report the patient was recovering and pd therapy was ongoing. No additional information is available.